Manufacturer narrative:
(B) (4): no product is being returned for evaluation.(B) (4)

Event description:
Surgeon was using the product as part of the limited launch evaluation of the twinfix ultra ha suture anchor. Surgeon used a 5.5 awl dilator to prep the bone. Surgeon attempted to insert the anchor slightly off axis, resulting in a tip break pre-eyelet. The tip was lodged in the patients bone. Surgeon used another 5.5 twinfix ultra ha to complete the repair.